Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse originally came on the line to say they were swapping the arctic sun device to see if that fixed the issue. Waited on hold for 15 minutes and called back. They were not in the room with the device but stated that having an issue with the probe registering on the previous device. This device was flowing at 2.9 lpm and had two probes correlating at this time. Advised it was possible the temperature in cable needs to be replaced and recommended sending device to biomed.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Waited on hold for 15 minutes and called back. They were not in the room with the device but stated that having an issue with the probe registering on the previous device. This device was flowing at 2.9lpm and had two probes correlating at this time. Advised it was possible the temperature in cable needs to be replaced and recommended sending device to biomed. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse originally came on the line to say they were swapping the arctic sun device to see if that fixed the issue. Waited on hold for 15 minutes and called back. They were not in the room with the device but stated that having an issue with the probe registering on the previous device. This device was flowing at 2.9lpm and had two probes correlating at this time. Advised it was possible the temperature in cable needs to be replaced and recommended sending device to biomed.